Manufacturer narrative:
One unit was returned for investigation. Leak testing was done where no leak was confirmed. Root cause analysis not done due to no fault being found. DHR review done with no deviations identified during the manufacturing process.

Event description:
Information received a smiths medical breathing/portex general anesthesia circuits malfunctioned. During the pre-use check, leakage of air from the product was observed. No patient injury.